Event description:
While on a patient the units 02 gas module failed and started to smoke and emit an acrid odor. The patient was not injured. The unit was changed out and repaired by the biomed department. The gas module has been replaced and tested within manufacturer's specifications and returned to service.